Event description:
I used the complete moisture plus contact lens solution from 11/3/2006 to 11/22/2006. I was seen by my optometrist and diagnosed with superficial punctate keratitis. I have been taking anti-bacterial eye drops for pain and to remove bacteria. I have swollen capillaries and spontaneously blurred vision and pain, light sensitivity.